Event description:
Reference number (B)(4). Event occurred in sweden. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 03-sep-2024, reported that patient faced infusion set leakage. The user replaced infusion set and resumed insulin deliveries successfully. No further information available.